Event description:
The patient's predominant seizures (clonic seizures) were noted as having an increase in seizures at the 1-year follow-up visit. Additionally, the patient's duration of seizures, , ictal severity of seizures and post-ictal severity were increasing at the 1-year follow-up visit. The patient was also have an increase in seizures for the other two seizure types noted (partial seizures without secondary generalization and atypical absence seizures) at the 1-year follow-up. A search performed in the manufacturer's programming history indicated that the device was performing within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.